Event description:
Reception of a mv declaration from this hospital ( the declaration has been sent to the french ca by the hospital) during f/u visit, the x-rays showed breakage of the distal screws. The screws have been removed.